Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-05181. It was reported that the patient's left s3 lead had migrated. As a result, the lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead was replaced so both are being reported.